Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of the rotalink burr catheter and portion of the rotawire. The rotawire was received inside the burr catheter, sticking out of the handshake connection. The rotawire was not sticking out of the burr. The drive shaft, handshake connection and coil were microscopically and visually examined. There was no damage or irregularities identified during product analysis. The handshake connection and drive shaft were not damaged. An attempt to remove the rotawire from the burr catheter was unsuccessful, so the two devices were soaked in a warm water bath. After a few days of soaking, the devices were still unable to be separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-12449. Reportable based on device analysis completed on 19-jan-2017. It was reported that the handshake connection was kinked. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During procedure, it was noticed that the handshake connection between the burr catheter and the advancer became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the rotawire was fractured and stuck inside the burr catheter.